Manufacturer narrative:
Patient code- (B)(4) : no code available (vertical gas breakthrough). Application support manager (asm) found no issues with laser. He completed surgery support with doctor and discussed docking techniques, and settings adjustments. Repeated conversation with surgeon about increased risk of vertical gas breakthrough if a 90um (microns) flap is created (thin flap) and pocket is turned off. Field service specialist checked the laser after the event and completed z calibration with site cones. There were no issues found. All following patients and previous patients for that surgery day (55 eyes total) were completed without concern. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018. The surgeon programmed a 90 micron flap with the option for pocket off in the right eye and a vertical gas breakthrough occurred. Surgeon decided not to lift flap and performed photorefractive keratectomy on the same day. This report is for the intralase laser. A separate report is being submitted for the patient interface.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.